Event description:
A baxter service technician discovered the pump to have under delivered during accuracy testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.